Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluated.

Event description:
Allegedly, there is a cocr neck fx pre-legal claim. It was reported by claimant?s counsel that she underwent left total hip arthroplasty on (B)(6) 2012, and was implanted with a profemur and cocr neck. She was revised on (B)(6) 2022, allegedly due to cocr neck fracture.